Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the instrument only cut half down the staple line, on the third firing. There was no pt consequence. The device will be returned for analysis.